Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely residual liquid or foreign material in the instrument channel occurred due to insufficient cleaning of the scope or handling problem. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿<inspection of the endoscope> 1. Visually inspect the control section for excessive scratching. <inspection of the water feed > 1. Insert a syringe filled with sterile water into the biopsy valve and depress the plunger. 2. Confirm that water is emitted from the distal end of the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that residual liquid or foreign material in the forceps channel. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that water tightness was lost due to a pinhole on the connecting tube. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the image guide bundle had significant breakages due to physical stress. It was also observed that the image had a stain due to damage on the image guide bundle. It was observed that the connecting tube had a dent due to physical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, eyepiece, control unit, scope cover, angulation lever and on the up-down plate. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the tracheal intubation fiberscope suction channel is clogged. There was no patient/user harm or injury reported due to the event.